Manufacturer narrative:
(B)(4): the driver was returned for eval. Instrument torque mechanism functionally evaluated; torque readings were taken and determined all individual torque readings were within print specification. Visually confirmed driver shaft broken; crack appears to have initiated at stress relief fillets. Fracture appears consistent with torsional fatigue test failures. The nature and location of the fracture, in addition to the torque mechanism within specification finding and the age of the part suggests anticipated wear as the possible mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal fusion procedure. During the surgery, the tip of the driver cracked. No patient complications were reported.